Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. A consultation occurred and it was concluded there was an isolated out of range impedance measurement. All other measurements were within the normal ranges. No programming changes were performed or scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.